Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also stated that the act button was not functioning. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.